Event description:
End user husband advised commode opening is irritating his wife buttocks and causing it to bleed. Husband advised has been using slings for years and could not figure out why wife had a ring around her buttocks. Husband advised doctor has been prescribing cream and it would heal the issue but kept coming back. Husband advised nurse recently looked at his wifes buttocks and advised the sling is causing the irritation. Nurse took pictures. Husband advised there should be a cushion around the hole so it does not irritate anyone that is using the sling.

Event description:
End user husband advised commode opening is irritating his wife buttocks and causing it to bleed. Husband advised has been using slings for years and could not figure out why wife had a ring around her buttocks. Husband advised doctor has been prescribing cream and it would heal but the issue kept coming back. Husband advised nurse recently looked at his wifes buttocks and advised the sling is causing the irritation. Nurse took pictures. Husband advised there should be a cushion around the hole so it does not irritate anyone that is using the sling.